Manufacturer narrative:
Refer to section a.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was noticed. The instrument appeared to be in an appropriate condition. Suturing was being performed when the device issue was identified. There was one visibly protruding cable, however it is unknown which movement the cable controlled. No fragments fell inside the patient. The procedure was completed by obtaining a new arm and the surgery was continued as planned.

Event description:
Refer to h11 for follow-up information.